Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment and the treatment was cancelled. Fluid was discovered in pump module area and on the external of the cassette. Fluid leaked from the back of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the night and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment and the treatment was cancelled. Fluid was discovered in pump module area and on the external of the cassette. Fluid leaked from the back of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the night and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Additional information requested but has not been obtained. Additional information received confirmed the leak came from the back of the cassette. The patient is not trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient is unable to use the pd catheter, therefore not continuing with treatment. The patient has an appointment for repositioning of the catheter. Tissue plasminogen activator was tried but the patient was barely able to get fluid into the abdomen.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment and the treatment was cancelled. Fluid was discovered in pump module area and on the external of the cassette. Fluid leaked from the back of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the night and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.